Manufacturer narrative:
Procedure note medical review: a medical review of the procedure notes was performed for complaint (B)(4). Review indicated that the patient underwent a thrombectomy procedure as treatment for a diagnosed stroke. The physician reported utilizing a bobby balloon guided catheter. The physician indicated there was no device malfunction associated with the reported adverse event. A review of additional translated ae procedural note indicated the operative physician described the event as an internal carotid artery dissection which was associated with a procedural complication. Balloon iatrogenic dissection of the left internal carotid artery occurred. Procedure note medical review conclusion: a detailed medical review of procedure note(s) has been performed and completed for complaint (B)(4). Data review conclusions indicate the operative physician declarative statement which described the event as an internal carotid artery dissection and this event was associated with a procedural complication and not a device malfunction of the bobby device. Imaging review: a single 1.28 gb dicom file is supplied. It is of an angiographic procedure dated (B)(6) 2023. It begins at 12h50 and ends at 16h06. It contains 9 "runs" run 1, 12h50: normal angiogram of the right common femoral artery. Run 2, 12h59: l cervical cca/ica dsa, subtracted, with contrast. The injection is from the cca origin at the arch. There is slow flow in the cca and ica to the level of the petrous ica. The intracranial circulation is not included on these images. Run 3, 13h26: non-subtracted fluoro loop of the neck, no contrast. A bobby catheter is being advanced from the proximal left ica to the subpetrous ica over a guidewire. Run 4, 13h28: no images. Run 5, 15h43: subtracted and unsubtracted fluoro of left neck, no contrast. A leo stent has been implanted from the mid-petrous left ica to the distal cervical ica. A j-shaped microguidewire is seen with its tip in the cavernous ica. The subtracted images show an angioplasty balloon being inflated in the mid-portion of the leo stent. Run 6, 15h43: single shot unsubtracted image of the left neck. Same findings as above. The balloon is inflated in the mid-portion of the leo stent. Run 7, 15h43: ap oblique left cervical ica dsa, subtracted and unsubtracted, with contrast. The leo stent is again seen. The microguidewire is in the same position. The stent covers a dissection flap that is about 1.5 cm long. And is well apposed. There is good flow through the stent. The proximal cerebral vasculature is seen and appears normal. Run 8, 15h45: ap oblique left cervical cca dsa, subtracted and unsubtracted, with contrast. The leo stent is again seen. The microguidewire is in the same position. The stent covers a dissection flap that is about 1.5 cm long. And is well apposed. There is a small, non-flow-limiting 5 mm or so dissection of the proximal posterior wall of the proximal ica, about 2 cm from its origin. The proximal cerebral vasculature is seen and appears normal. Run 9, 16h06: ap oblique left cervical cca dsa, subtracted and unsubtracted, with contrast. The microguidewire has been removed and the angiogram is obtained by injection through a microcatheter that has been inserted, with its tip in the distal ica at the skull base. The findings are otherwise the same as on the 15h45 run, except that the dissections are not seen, since they are proximal to the microcatheter. These images do not directly explain why the dissections occurred. Visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation, nor were any images of the device provided in place of a device return. Investigation findings: without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. Based on a review of the device's risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform and analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination could not be performed as this information was not available at the time this investigation was performed. Complaint system review: a search of the complaint handling system could not be performed to determine if other similar complaints exist for this batch number, because the batch number was not provided for the product on this complaint file. IFU review (additional information can be found in the IFU): potential complications: potential complications include but are not limited to: vessel or aneurysm perforation, vasospasm, hematoma at the site of entry, embolism, ischemia, intracerebral/intracranial hemorrhage, pseudoaneurysm, seizure, stroke, infection, vessel dissection, thrombus formation, and death. Precautions after balloon preparation for use and prior to use, re-inflate to nominal volume and inspect for any irregularities or damage. Do not use if any inconsistencies are observed. The balloon guide catheter has a lubricious surface and should be hydrated in saline solution for at least 10 seconds prior to use. Once the balloon guide catheter is hydrated, do not allow it to dry. Exercise care in handling the balloon catheter to reduce the chance of accidental damage. Take precaution when navigating the balloon guide catheter in tortuous vasculature to avoid damage. Avoid advancement or withdrawal against resistance until the cause of resistance is determined. Presence of calcifications, irregularities or existing devices may damage the balloon guide catheter and potentially affect its insertion or removal. Excessive torque applied with a syringe might result in damage to the hub assembly. Directions for use (refer to diagram for reference) attach a rotating hemostatic valve (rhv) to the working lumen of the balloon guide catheter. Set up a continuous saline flush line and connect it to the sidearm of the rhv. Insert a select catheter with guidewire into the working lumen of the balloon guide catheter. Ensure the balloon is fully deflated and advance a peel-away sheath over the balloon portion of the balloon guide catheter. Insert the guidewire/select catheter/balloon guide catheter system into the introducer sheath using the peel-away sheath. Insert peel-away sheath into the introducer sheath until it meets resistance. Advance the guidewire/select catheter/balloon guide catheter system to the desired location in the vasculature using fluoroscopic visualization. Warning: do not advance the balloon guide catheter or guidewire against resistance. If resistance is felt, assess the source of resistance using fluoroscopic means. Retract peel-away sheath from introducer hub and peel off of the balloon guide catheter. If aspiration is desired, remove saline flush and attach a 60cc syringe to the sideport of the 3-way stopcock connected to the working lumen of the balloon guide catheter. Or prepare an aspiration pump and tubing kit per respective IFU. Remove the saline flush and attach the tubing kit to the sideport of the 3-way stopcock connected to the working lumen of the balloon guide catheter. If using a clot retrieval device, remove any loading acquired during tracking of balloon guide catheter if needed. Slowly inflate the balloon until the desired diameter is achieved. Turn off the stopcock towards balloon guiding catheter hub. Warning: do not exceed the maximum recommended inflation volume as balloon rupture may occur. Warning: always inflate and deflate the balloon while visualizing under fluoroscopy to ensure patient safety. Recommended aspiration procedure apply vigorous aspiration to balloon guide catheter using a 60cc syringe or aspiration pump not to exceed -28 inhg and withdraw devices(s) such as clot retrieval device and microcatheter inside balloon guide catheter. Continue aspirating balloon guide catheter until clot retrieval device and microcatheter are fully withdrawn from balloon guide catheter. When deflating balloon, use fluoroscopy to ensure complete deflation prior to removal. After procedure is complete, slowly remove the balloon catheter. Note: if withdrawal of clot retrieval device and microcatheter into balloon guide catheter is difficult, deflate balloon and under aspiration of balloon guide catheter working lumen, simultaneously withdraw balloon guide catheter, microcatheter and clot retrieval device as a unit through introducer sheath. Remove introducer sheath if necessary. Investigation conclusion these images confirm the presence of the dissections; however, they do not directly explain why the dissections occurred. Without the return and physical evaluation of the device, the investigation is unable to determine if a condition existed that would have caused or contributed to the reported event.

Event description:
See h6 and h10.

Manufacturer narrative:
Additional information in the following sections b5, d4, g4, g7, h1, h2, h4, h6, additional images were received however the investigation is still on going. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
Additional clarifying information received is now indicating the treatment of a stroke located in left ica terminus, m2, and it is thought by the doctor that there is a relationship between the balloon and the dissection. According to the description provided, it is not related to study device malfunction. The event is associated with procedural complication, vessel dissection related to the study device and related to the mechanical thrombectomy procedure. The event is unlikely related to the ancillary device, and the concomitant disease condition and also unlikely related to the study disease. Action taken in regard of the ae is an endovascular treatment (stenting). The event outcome is not resolved/ongoing.

Manufacturer narrative:
H11: incorrect patient identifier. Corrected data: a1-changed from (B)(6).

Event description:
No additional information received. This report represents corrections to a previously submitted MDR. Fields corrected (type of the device) are listed in h11.

Manufacturer narrative:
Additional manufacturer narrative. UDI related data quality updates only upon review of device registrations and mdrs submitted to the FDA, discrepancies were noted. Clarification was received regarding the device registration and the following fields have been corrected: d1, d2a, d2b, d3, d4, g5, h4, h5. H11: the device configuration of this product (bobby 8f) is only sold in the EU, however, it is the same as the bobby that is u.s. Approved under 510(k) k193607. The corrected information does not have any impact on the incident or investigative data submitted on earlier reports. The h6 codes and h11 investigation results stand as previously submitted.".

Event description:
As reported through the clinical study (B)(6): (B)(6) 2023 (thrombectomy): treatment of a stroke located in right ica terminus/m2. During the thrombectomy, a balloon guide catheter bobby bob-895, lot number not provided was used, and an internal carotid dissection occurred. An angioplasty and stenting with 2 leo stents were used. On (B)(6) 2023 (24h post procedure): the neurological evaluation of the patient is nihss score 7. On (B)(6) 2023 ( (discharge): the neurological evaluation of the patient is nihss score 15.

Manufacturer narrative:
The lot number was not provided; therefore, a review of device history record (DHR) could not be performed. The device was discarded at the user facility and not returned to the manufacturer for evaluation. Medical imaging was not provided; however, operative notes were received. The alleged product issue could not be confirmed at this time. However, the investigation is ongoing. Upon completion, of the investigation, a supplemental report will be submitted.